Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. There was share log review no transmitter error found in the log within the investigation window. The customer complaint was not confirmed because there was no indication of a transmitter failed error.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/16/2018 that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The root cause could not be determined via data.